Event description:
It was reported that the patient had passed away. The death appeared to be an accidental drowning during a bath. The event was reported to the manufacturer in order to obtain information on cremation and return of the products. Follow up with the medical professional revealed that the last known diagnostics approximately a month and a half prior were within normal limits as no abnormal results were reported. The explanted products have not been received by the manufacturer to date. No additional relevant information has been received to date.